Manufacturer narrative:
Initial testing of the device was conducted on (B)(4) 2011 at the user facility by the hospira field service engineer. The pt pendant was received (B)(4) 2011. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver a dose when the pt pendant was pressed. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. During testing at the user facility, the device did not deliver a dose when the pt pendant was pressed. There were no reported of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.